Event description:
It was reported that during deployment of a vena cava filter, the filter legs became stuck inside the sheath as the arms deployed outside the delivery sheath. A new access site was obtained for a snare device to capture and retrieve the filter successfully without incident. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The delivery system catheter and the filter were returned for evaluation. The pusher wire with the pad and retraction lock were returned detached from the delivery system and measured approximately 4.8 cm in length. There is a bend in the wire approximately 3.5 cm from the distal tip of the pusher pad. The image review identified that the filter arms were deployed in the ivc while the legs remain inside the delivery sheath. A successful capture and retrieval of the filter can be confirmed. Based on the sample returned, the complaint investigation is confirmed for a detached pusher wire. The investigation is inconclusive for deployment issues as the filter was returned deployed. It is possible the force used to retrieve the partially deployed filter resulted in the pusher wire detachment. Based upon the available information, the definitive root cause for the reported deployment issue is unknown.